Manufacturer narrative:
The fse ran an extended self-test (est). No parts, but a recommendation for the o2 cell replacement was made. The machine is not in service. Replacement part suggested.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there was an oxygen measurement error. There was no patient involvement.